Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading of 475 mg/dl. Prior to the event, the customer's mother smelled insulin and discovered that the infusion set was not fully inserted into the customer's body, causing insulin to drip at the site. The customer's doctor stated that the event was most likely caused by the problem with the infusion set. Nothing further was reported.